Event description:
It was reported that when the patient was seen on (B)(6) 2010 that the software estimated that the device had 14 months of average remaining longevity with a minimum of less than 2 months. Elective replacement indicator (eri) was reached on (B)(6) 2010. The caller said the clinic staff is wondering if there is an issue with the estimated remaining longevity algorithm due to the early trip. The device is still in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.